Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6)) would not power on was confirmed during functional testing. The root cause was found to be corrosion on the connector pins of two ribbon cables connecting the platform's ui boards to the main control board, caused by bodily fluid ingress. An archive data review showed no errors or hardware faults. Preliminary functional testing could not be performed since the nxt platform did not power on, confirming the reported complaint. The platform failed to turn on when either side ui power button was pressed. When removing the bottom cover, blood contamination was visible in multiple areas. Both the top and bottom enclosures were heavily contaminated and needed replacement. The bodily fluid ingress caused contamination and corrosion on the connector pins of the two ribbon cables connecting the ui boards to the main control board. This prevented the platform from powering on. Both ribbon cables were replaced, the platform received bio-cleaning, and it successfully powered on when both ui power buttons were pressed. The platform was tested with the medium zoll torso fixture (mztf) until the battery was completely discharged, with no faults or errors detected. Following service, the demo autopulse nxt platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
The customer requested bio-cleaning for their autopulse nxt platform (sn (B)(6)) due to body fluid contamination and reported that it would not power on. The customer tested the platform with three different autopulse nxt batteries, including a new one, but the issue persisted. The customer stated that the nxt platform functioned as intended throughout patient use; however, it would not power on after the event. No patient involvement.